Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, after surgery for osteosarcoma of the left femur, the catheter is used for infusion of chemotherapy drugs. (B)(6) 2023, after catheterization, the patient was repeatedly hospitalized for infusion of chemotherapy drugs. On (B)(6) 2024, the catheter was found to be leaking near the closed joint of the catheter and it was removed immediately. No other information was provided.